Event description:
Caller alleging discrepant inratio value. (B)(6) 2015: coaguchek 3.7; inratio 2.1; lab 3.7. Five minutes between coaguchek and inratio. Thirty minutes between inraito and lab. Patient's therapeutic range 2.9 - 3.1. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. The patient was reported to have lupus at the time of the discrepancy. The patient's sample may have interfered with the test and cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.